Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2026 by a nurse practitioner via sales representative concerning a female patient of unknown age. Additional information was received on 06-may-2026 from the same reporter. No information about medical history, concomitant medication or history of allergies has been provided. The patient had previously received treatment with unspecified filler to chin in 2024, and cheek filler by another injector and restylane defyne to chin in 2025 (6 months ago from the date of the report). On (B)(6) 2026, at 16.00 pm, the patient received treatment with 1 ml of restylane defyne (lot 22754), 0.3 ml on the anterior chin to bone, 0.1 ml bolus in 3 locations and laterally in the pre jowl sulcus bilaterally using 25g cannula. The hcp aspirated for 6 seconds in each location before injection. The patient had no signs at appointment. Restylane defyne was injected using 25g cannula (intentional device misuse). Two hours after the treatment, on (B)(6) 2026, the patient started experiencing dark purple discoloration (implant site discolouration) and she thought it was bruise at first until she developed white mottling (livedo reticularis). She developed vascular occlusion (vascular occlusion) from restylane defyne. Twenty hours after the treatment, on (B)(6) 2026, the patient contacted to hcp and sent photos with dark purple discoloration, along with while mottling and severe tightness and pressure (injection site discomfort) on the right side of her chin and near the right side of her mental crease. The hcp asked the patient to come to the clinic and after assessment it was found that capillary refill was longer than 5 seconds (poor peripheral circulation) in all areas. The hcp injected the areas with 1.5 vials (total 3.5 vial) of hylenex [vorhyaluronidase alfa] directly in the treatment locations. The patient reported instant relief of pressure and pain (implant site pain). The capillary refill was better and improved to 4 seconds. The hcp applied a hot compress and performed massage and monitored the patient for 2 hours. Later, the hcp initiated the treatment with aspirin [acetylsalicylic acid] 325mg in the office and also prescribed unspecified steroid for one week which the patient started that night. The hcp saw the patient in the office every day for the next three days, repeating the dissolving treatment along with hot compression massage. Additionally, the hcp applied a co2 mask on day five to improve oxygen flow to the skin. The hcp reported that patient had a very small chin and anatomical structure. The hcp educated her about compression arterial issues associated with injecting more than 1 ml at a time prior to treatment. The patient was well aware of the concern. The hcp was fairly certain it was inflammation and swelling (implant site swelling) along with the filler creating too tight of a space on the submental artery location creating excessive tightness in the submental artery area. On day two, it was reported that the occlusion stabilized and tissue perfusion improved everyday while the ecchymosis (implant site haemorrhage) color faded on the skin. The skin appeared pink in color with no ulceration or sign or long-term tissue compromise. In addition, the capillary refill returned to normal. The hcp was certain that it was inflammation (implant site inflammation) and swelling (implant site swelling) along with the filler creating too tight of space on the submental artery location. Outcome at the time of the report: vascular occlusion was recovering/resolving. Dark purple discoloration was recovered/resolved. White mottling was recovering/resolving. Tightness and pressure was recovering/resolving. Capillary refill was longer than 5 seconds was recovered/resolved. Ecchymosis was recovering/resolving. Inflammation was recovering/resolving. Swelling was recovering/resolving. Pain was recovering/resolving. Restylane defyne was injected using 25g cannula was recovered/resolved.

Manufacturer narrative:
Company comment: the serious event of vascular occlusion and the non-serious events of poor peripheral circulation, swelling, discolouration, haemorrhage, pain, inflammation at implant site, livedo reticularis, and discomfort at injection site were considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions to prevent permanent damage. The potential root cause includes injection of filler intravacularly or in the vicinity of blood vessels leading to vascular occlusion or compression and its manifestations. Potential contributory factor includes injection technique. The restylane defyne was intentionally misused with regards to cannula use. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and have provided sufficient information to assess the potential root cause, indicating a possible association with the treatment procedure. The reported lot number was valid and verified the reported product. To date, two case reports, including this case, have been reported for this lot number. However, only this case report involved vascular occlusion. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted unless further information is received. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.